Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The safety manager at the facility provided the following information: the patient was released on (B)(6) 2010. The patient is recovering but is fatigued. Patient's information? Male , (B)(6). Asked for clarification around the use of the second device and if the second product is what caused the re-operation. The customer believes the second device was a ligamax, but is not positive. The customer did not have any additional information, but indicated she would follow up with the surgeon for the rest of the details. Attempts were made with the customer since the initial conversation; to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device got stuck on the cystic duct. The surgeon had to pull the device from the vessel. There was bleeding, it was controlled with clipping. The patient lost 600ml of blood during the procedure. The procedure was completed; however, the patient was brought back to the operating room due to bleeding. The bleeding was located at the site of the device clipping. It is unknown if the clips were examined for proper formation. The patient lost an additional 1500ml of blood. A total of four units of blood were administered to the patient. The patient was given 2 units of plasma and 2 packs of rvc. The patient is currently in ICU. The device is being retained by legal.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.